Event description:
It was reported that during a colon resection procedure, the device cut but did not staple. The bowel was sutured to complete the procedure. There was no patient reported. The device will be returned. Field quality engineer reviewed potential causes with the sales representative for communication with the surgeon.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.